Event description:
A report was received that the patient was no longer feeling stimulation after he felt a pull in the back. High impedances were noted. Lead fracture was suspected on the left port lead.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was no longer feeling stimulation after he felt a pull in the back. High impedances were noted. Lead fracture was suspected on the left port lead.